Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1qg1v, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). Correction: patient weight was unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported the doctor refused to use the original ins as she felt as though it was the cause of the insulation coating that separated from the electrodes. She did not want that to happen again, so she requested a new ins. It was noted that after the first surgery, the patient felt shocking at the pocket site when the device was turned on. When it was turned off, the shocking went away.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1qg1v, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was in the or implanting stage 2 and the lead on contact 0, insulation broke. It was reported the plastic broken insulation was able to go into the ins, but the lead would not advance further. It was further reported that the physician was able to get the electrode connection points and insulation coating inserted into the battery. The issue was reported resolved at the time. No patient symptoms and no further complications were reported or are anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed." Was written in error. The devices were not returned for analysis; they were lost. Eval code method, eval code-result, and eval code- conclusion apply to interstim ii (serial#(B)(4)) and lead (lot#va1qg1v). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_stylet_acc, lot# unknown. Product type accessory, product ID 3889-28, lot# va1qg1v, implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Applied for lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1qg1v, implanted: (B)(6) 2018, explanted:(B)(6) 2018. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-apr-2022, UDI#: (B)(4).coding was updated for ins from initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: no additional reporting was possible. On (B)(6) 2018 the rep reported via the hcp the defective lead had been replaced last week sometime. No patient symptoms were reported and no further complications were reported or are anticipated.